Manufacturer narrative:
The technician replaced the brake and brake steer casters to resolve the issue.

Event description:
Technician alleged the brakes swivel while in brake mode. No patient impact.